Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified signs of repeated use and wear and tear. There is damage to the drive connector on the proximal end of the reamer, galling on the shaft of the reamer and the reamer head has damaged flutes and the distal end of the reamer head is cracked and flared out. The shaft of the reamer has fractured and not all of the pieces have been returned. A portion of the shaft remains inside the reamer head. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. H6 component codes: mechanical (g04): drill. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: spain. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the device was fractured. There was no harm, injury, surgical/medical intervention and no report of a delay. The patient did not retain any foreign object from the fractured device. Due diligence is complete. No additional information is available.